Event description:
Cerner became aware of an issue causing device data received from fetal monitoring devices to not be marked for purge as designed, thus consuming excessive disk space. Once the disk became full and ran out of space, cerner fetalink stopped retrieving patient data and device data transmitted to cerner fetalink from fetal monitoring devices could be lost. This required nurses to have to monitor patients at the bedside using the real-time fetal monitoring devices and paper tracings since cerner fetalink was unavailable for remote monitoring. Cerner has not received communication of any adverse patient events as a result of this issue, nor does cerner believe any serious patient harm would result from this issue due to the following mitigating factors: cerner fetalink provides secondary alerts only and does not replace alerts or alarms from the fetal monitors attached to the patient, which would continue to alert in this scenario. The paper strip, if utilized, as well as all alerting on the fetal monitor at the bedside would continue to provide patient vital signs information. Cerner proactively checked other client sites using cerner fetalink and cleared the excess data from their disk space so that they will not experience this issue prior to installing the permanent software correction.

Manufacturer narrative:
Cerner distributed priority review flash notification (B)(4) on (B)(4) 2011, to notify all potentially impacted client sites of this issue. The software notification includes a description of the issue as well as steps clients can take to confirm their current disk utilization. The flash also notifies clients of the software correction package that is available to permanently resolve the issue. Cerner corp. Considers this issue to be resolved and no further narrative is required for follow-up.